Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump front part had deep scratches on screen and customer was unable to properly see the numbers. The customer¿s blood glucose was 189 mg/dl. The customer was assisted with troubleshooting. Customer stated that they cannot read the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.